Manufacturer narrative:
One sample was returned. Four samples were not returned. There were three cases with a method codes of analysis of production records (3331), device not returned (4114), a result code of no findings available (3221), and a conclusion code of cause not established (4315). There was one case with a method code of type of investigation not yet determined (4118), a result code of results pending completion of investigation (3233), and a conclusion code of conclusion not yet available (11). There was one case with a method codes of testing of actual/suspect device (10), analysis of production records (3331) a result codes of operational problem identified (114), incompatible material (203) and a conclusion codes of cause traced to user (19), failure to follow instructions (18). The manufacturer internal reference number is (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
This report summarizes malfunction reports of scratched intraocular lenses (iol). The reported patient age range from unknown to 68 years. There was 1 male patient and 3 unknown gender.